Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low-level failures alarm confirmed in insulin pump history due to broken trace on keypad assembly. Software error detected noted in formatted history file due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported they were able to clear the alarm. Customer was performed self test and it was passed. Customer stated the insulin pump had hardware low level failure alarm. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.